Manufacturer narrative:
The customer reported initially; it was the display not functioning on the ventilator when it was powered on. Upon further inspection, it was identified that the dc power coming through the power supply was not meeting the requisite voltages add the installed battery was over 7 years old. At this point, the customer ordered a replacement power supply, power management board, and a battery, as these parts were where the voltages were no longer available when checking with a voltmeter. When the unit powered on prior to part replacement had a high priority alarm annunciating when powered on, despite there being no display available, the alarm was continuous. The customer was unable to perform a diagnostic report on the device as power was not passing the power management board to supply voltage to the cpu. The customer installed the replacement parts; the unit still would not power on following the installation of the new parts. The customer did a voltage checked again, and despite having 117v ac coming into the v60 and supplied to the power supply, the output of the new power supply was showing 0.00 v. It was at this point, the customer contacted rse again. The customer and the rse were thinking he had a defective part power supply; an additional power supply was ordered. When it was delivered, it too had no output from the dc end of the power supply; the replacement battery was unable to charge, so a good charged battery was swapped in to check dc operation. At this point, the device powered on in battery-only mode, resulting in a constant high priority alarm. The ac power still would not function as no 24 v was available coming from the power supply. The customer installed the 3 power supplies in another unit that was working and confirmed none of the power supplies that he had on hand were defective; however, they do not work on this unit. The customer contacted rse to requested on-site repair services to come out to take a look at the unit.

Manufacturer narrative:
The device was not in use on a patient at the time of the event. No patient harm or injury reported. The customer replaced the power supply, battery, and power management board however the issue was not resolved. Later the field service engineer replaced the power supply, ac inlet, and motor controller pcba. The instrument was tested for functionality and found to be operational and within specification. The issue was resolved. The power supply assembly and motor controller (mc) pcba were returned for failure analysis. Visual inspection of the power supply assembly and mc pcba revealed no evidence of damage or contamination. The power supply assembly and mc pcba were tested, and no failures were identified.

Manufacturer narrative:
Date of report: 08sep2021. It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If this information becomes available, a follow-up report will be submitted.

Event description:
It was reported to philips by a customer that when turning unit on unit display no longer powers up. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated unit does not power on and has no display. When the rse was troubleshooting with customer, he verified there was 116 volts ac at the ac inlet and there was only about 14 volts dc coming out of the power supply. The customer informed the rse internal battery was from 2012. The rse recommended replacing the power supply, internal battery and as a backup, have a power management pcba available. The customer stated they are taking responsibility to correct/repair this unit. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. If new information becomes available at a later date, a follow-up report will be submitted.